Manufacturer narrative:
(B)(4). MFR. Report # 1531186-2013-04431 indicting the model # as 65650 when it is actually 66550.

Event description:
Dealer stated a rear caster wheel on a 65650 rollator is split down the middle.